Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii and deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, a delamination and an opening. A leak test was performed and an opening on anterior and delamination in the diaphragm valve were found. A microscopic analysis was performed which identified a striated opening on the anterior side partial delamination was found on the diaphragm valve. The fill test inspection was performed, the result was determined to be that no blockage. Based on the device analysis the final assessment is: a striated edge opening on posterior due to surgical damage. Delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional additionally reported the event of "any creases".